Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead incurred physical damage on the conductor area. Rv lead damage was confirmed through fluoroscopy. Additional information obtained from the field representative indicates that fractured was near the clavicle. This rv lead was explanted. This lead will not available for return. No additional adverse patient effects were reported.